Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the black cable that internally connects the battery was broken in the fixing area which generated poor contact, the installation of this battery was tested in an abbott-owned module, and it did not work. No alarm occurred. The patient replaced the black cable with another one and the battery was installed again without any alarms. The battery would be tracked and would not be shipped.

Manufacturer narrative:
Section d4 - UDI was corrected. Manufacturer¿s investigation conclusion: the reported event of damaged batteryclip could not be confirmed through this evaluation. It was reported the internal battery clip was damaged, which led to the replacement of the damaged batteryclip to resolve the issue. No further alarm issue has been reported. Additional information reported the damaged battery clip that was replaced within the power module (serial # (B)(6) ) will not be returned. A root cause that led to the damaged battery clip could not be determined. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.